Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. However, a corroded battery tube was noted. No failed battery test alarm was noted. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Medtronic representative reported via phone call failed battery test alarm. Customer's blood glucose level was 174 mg/dl. Troubleshooting for the failed battery test alarm was performed. Customer was advised to make sure they use an (B)(6) battery and to make sure the battery compartment is properly aligned with the insulin pump. Customer advised the compartment and spring are corroded. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.